Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012536355 was returned and analyzed. Visual inspection showed the catheter appeared intact without any visible issues. Mechanical verification of the steering and slide mechanisms showed the slide control function was stuck and the steering function was experiencing hard deflection. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed wires were entangled in the distal shaft segment. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter did not pass returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there were issues with catheter steering and deflection. Specifically, the slider bar was very difficult to push all the way forward. The catheter was replaced which resolved the issue. The procedure was completed without any symptoms or complications.